Manufacturer narrative:
Based on the claim against the product by the customer noting a broken tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade at the blade base. The broken piece was returned with the instrument. Images of the harmonic ace instrument related to this event were received and reviewed. The images confirmed that the harmonic ace instrument blade was detached.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the customer noted that the tip of the harmonic ace instrument was broken. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional/updated information regarding the reported event: no fragment fell inside the patient during the surgical procedure. There was no patient harm, injury or adverse outcome due to the alleged product issue. It was confirmed that the procedure was completed robotically.